Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported difficulty charging their evoke closed loop stimulator (cls). A revision procedure was performed to reposition the cls and resolve the reported event.